Event description:
It was reported that almost six months after a successful procedure on (B)(6) 2021, for a right middle cerebral artery (mca (middle cerebral artery) m1 segment) saccular lenticular aneurysm, the patient experienced a left upper limb deficit tingling predominantly in the first 3 fingers of the left hand, associated phalanx sign on examination, hand ¿cramps¿ on certain days. A balloon was used for angioplasty to optimize implant placement in the walls of the mca (middle cerebral artery). According to cec (clinical events committee) adjudication, the adverse event is possibly related to the subject device and is not related to the procedure, other stryker devices, dapt, the studied disease, or any underlying condition. The adverse event is ongoing, and treatment was initiated with clopidogrel as of (B)(6) 2024. No additional information is currently available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Section d catalog#, lot#, product long description, and gtin# - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that almost six months after a successful procedure on (B)(6) 2021, for a right middle cerebral artery (mca (middle cerebral artery) m1 segment) saccular lenticular aneurysm, the patient experienced a left upper limb deficit tingling predominantly in the first 3 fingers of the left hand, associated phalanx sign on examination, hand ¿cramps¿ on certain days. A balloon was used for angioplasty to optimize implant placement in the walls of the mca (middle cerebral artery). According to cec (clinical events committee) adjudication, the adverse event is possibly related to the subject device and is not related to the procedure, other stryker devices, dapt, the studied disease, or any underlying condition. The adverse event is ongoing, and treatment was initiated with clopidogrel as of (B)(6) 2024. No additional information is currently available.